Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the lead insulation exhibited an abrasion. The electrical functions of the lead were tested and no anomalies were detected. The lead remains implanted.